Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model dl900j vena cava filter experienced difficult to remove, malposition of device, and material deformation. This report was received from one source. This event involved one male patient with 65 years of age and weight was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali vena cava filter products that are cleared in the us. The 510 k number and pro code for the denali vena cava filter products are identified in d2 and g5. Accordingly, this event has been determined to be MDR reportable. H10: the device history records have been reviewed and this lot met all release criteria.the device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for filter tilt and material deformation. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali vena cava filter products that are cleared in the us. The 510 k number and pro code for the denali vena cava filter products are identified. Accordingly, this event has been determined to be MDR reportable. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt ,retrieval difficulties and material deformation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model dl900j vena cava filter at some time post filter deployment, it was alleged that the patient received an initial cavogram that demonstrated that the ivc filter tilted with the proximal hook against the medial wall of the ivc. Furthermore, three of the filter struts appeared to project over the expected course of the right renal vein and one strut was pointed cephalad. Additionally, it was stated that the device had moved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. This report was received from one source. This event involved one male patient whose age and weight at the time of event were not provided. There was no reported patient injury.